Event description:
It was reported the patient developed pyogenic spondylitis. The date of onset was said to be (B)(6) 2011 and the severity was indicated as ¿moderate¿. It was documented the patient required hospitalization or prolongation of hospitalization. The patient's outcome was reported as ¿recovered¿ on (B)(6) 2013. It stated the patient continued to receive long term continuous administration of the gablofen.

Manufacturer narrative:
(B)(4).